Event description:
Customer reported that the insulin gauge displayed an amount different than expected, customer reported reusing the cartridge. Tandem technical support informed customer that reusing cartridges is off label per the user guide. There was no adverse impact to the customer's blood glucose level. Customer reportedly reloaded the cartridge to resolve the issue.